Event description:
It was reported that balloon ruptured occurred. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, during the inflation at 18 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon ruptured occurred. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, during the inflation at 18 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The inflation lumen is separated 115.2cm from the hub. Based on the location of the separation a pressure test could not be performed. The inflation lumen is stretched 30.8cm from the tip and goes to the separation. Microscopic examination revealed a hole in the inflation lumen at 112.7cm from the hub and the tip is damaged. The guidewire lumen is stretched and prolapsed 4.6cm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20atm. The reported information indicates the device was inflated to 18atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm any tear in the balloon.